Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that her son developed a reddish bumpy rash under the sensor patch on (B)(6) 2015. The sensor was inserted at the abdomen. Medical intervention was sought. The physician suggested using a patch barrier. The patient is reported to be doing fine. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). There was no malfunction alleged against the device. The device was not returned for evaluation. A photo was provided confirming the reported rash; however, a root cause cannot be determined. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).